Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired a loose wire where the negative lead from the battery pack attaches to the circuit breaker. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9400 system experienced a partial reboot and the system displayed a "battery charger fail" message on the mainframe. There was no report of patient injury.